Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a cluster of champagne sized air bubbles in the reservoir. The customer's blood glucose level was 199 mg/dl. The customer changed the infusion set and the air bubbles did not persist. The customer was advised to monitor the issue and to call back if problems persisted. The reservoir was replaced and returned for analysis.